Event description:
Device overheated during a procedure for the extraction of an impacted wisdom tooth #17 and patient received a burn to the left corner of their lip. Patient has had a follow up visit since the injury and is reported to be healing as expected.